Event description:
It was reported that the patient's unit had a system error and was not outputting oxygen. Troubleshooting did resolve the issue. As a result, the patient was out of breath and a hard time breathing. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 30-mar-2026. The unit received a reported system error, which was unable to record the data due to shut down the unit with error 4(b) it causes valve stuck feed waste manifold. And data loge shows 02 low and sieve warning due to high psa-(14). The issue was caused by low columns efficiency, that indicates columns contamination or zeolite absorbed too much moisture. Data log shows multiple 02 errors due to 02 calibration failure; recalibrated 02 sensors. Housing top and uip damaged due to possibly dropped unit.